Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.   Device was returned and evaluated against the complaint. Visual inspection found the strike plate to have fractured from the handle body. Scuffing and impact marks were observed on the shaft. Typically the finish over the weld pins is polished smooth, on the returned product there appears to be some polish/weld cracks around the pin locations. Sem testing conclusions: the features of these fracture surfaces and mode align with those reported in the zrm: summary of failure analysis of welded strike plates on broach handles. The common failure mode for the broach handles presented in this summary is tensile overload failure of the welded strike plate. A review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during an initial total hip arthroplasty that the top of the broach handle broke off. Surgery was completed with another device. Attempts have been made and additional information on the reported event is unavailable at this time.